Event description:
It was reported that the customer's pump started burning or melting while it was charging with tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. A new pump and charging supplies were sent to the customer.